Event description:
During an adiana procedure for permanent contraception two pieces of the introducer sheath broke inside the hysteroscope and one piece was inside the patient's cavity. The physician aborted the procedure and retrieved all pieces with graspers. There was no patient injury or complications reported. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).